Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the one week post implant check, the left ventricular lead had dislodged and was pacing the right atrium. The device was reprogrammed until the lead was explanted and replaced. No patient complications have been reported as a result of this event. The patient was enrolled in the prompt study.